Event description:
Incident during administration of carboplatin + taxol chemotherapy to a patient: pain and difficulty injecting. The chemo was infused via a peripheral venous line. Opacification showing extravasation just after the box. Intervention necessary in the operating room to change the implantable chamber on (B)(6) 2024 revealing a split tubing. The last administration on this pac was (B)(6) 2019. Consequence: delay in chemotherapy/extravasation of cytotoxic products/and surgical surgery required.

Manufacturer narrative:
Note: product reference 4430425 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record: batch record was reviewed: it is within the specifications and does not present any discrepancy. No other similar complaint was reported on this batch of access ports released in march 2019. Summary of investigation: we received the complaint sample for investigation. Visual inspection of the returned device: we received the access port housing, the connection ring and the catheter. Blood traces are visible on the received device. A 2cm long piece of catheter is connected to the access port housing with the connection ring. Another 15cm long piece of catheter has also been returned, it is graduated from 5 to 14. The catheter is cut clear close to graduation 15, it is highly suspected that this cut was done during the device removal by a sharp tool. 2 longitudinal cracks diametrically opposed are visible at the level of graduations 8 and 9. The catheter is distorted at the level of the cracks. Another 2mm long crack is visible at the level of gradation 10. Dimensional measures: these measured dimensions are compliant with the defined specifications. Manufacturing step review: all the manufacturing steps that could lead to the observed defect were reviewed and no failure was detected. Raw material historical review: the raw material used for the catheter batch included in the device kit was verified. It is compliant with the defined specifications. Complaint database review: after checking our complaints database, no increasing trend for this type of incident was identified. Root cause: the received elements of investigation do not show any evidence of a manufacturing defect. The catheter cracks at 7 cm of the connection are characteristic of the fact that the catheter was kinked, pinched or formed an acute angle at this level. The x-ray picture could allow us to confirm this hypothesis. Conclusion: the complaint is not confirmed. Indeed, the investigations performed reveal that the catheter cracks are not imputable to the device quality but probably caused by the presence of a kink/angle/pinch on the catheter at this level. Only the review of the x-ray pictures could allow to confirm this hypothesis. The IFU gives recommendations to avoid this type of complications. This is a rare incident, no corrective action is envisaged.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under # 510k 130576. Device history record batch record was reviewed: it is within the specifications and does not present any discrepancy. No other similar complaint was reported on this batch of access ports released in march 2019. Summary of investigation no sample, no picture and no x-ray picture were received for investigation. - transmitted information analysis: the catheter was implanted for more than 4.5 years. The last administration was done in 12/2019. The maintenance protocol is unknown. In 04/2024, the access port removal was planned after opacification showed extravasation just after the access port housing. According to the information provided, the patient is physically active(gardening activities,). - manufacturing process review: a 100% visual inspection is performed after several steps of our manufacturing process. Finally, a statistical visual inspection is performed by quality control department on finished catheters. All controls mentioned above were compliant for catheter batches included in the impacted device kit. No operation performed during our manufacturing process could generate the rupture observed. - raw material historical review: the batch records of catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. Raw material used for the manufacturing of catheters was compliant at receipt too. - complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause without the complaint sample for investigation and x-ray picture, no thorough investigation is possible and we cannot conclude on the real cause of the incident. It is worth noting that during long term implantation the patient movement during some physical activities (such as sports, gardening etc) can lead to a mechanical wear of the catheter. This is why a regular catheter maintenance is necessary to ensure the catheter integrity even when it is not used: one rinsing is required every 4 weeks or the access port must be removed when it is clinically indicated, at the end of the treatment. The IFU specifies: "rinsing and heparinisation rinsing of the access port is essential. Rinse the port with 10 ml of sodium chloride (nacl) 0.9% after each use and every 4 weeks when no treatment is being given. If resistance to injection is noted, or if swelling occurs around the port or along the catheter, device malfunction should be suspected. Duration of implantation of the system the port and catheter system should be removed at the end of treatment. The duration of the system is mostly dependant on the catheter. Fracture is the most common complication of ageing. Risk of fracture may increase over time depending on the material of the catheter, the pathway, and the entry point of the catheter into the vessel. Conclusion without the sample for evaluation and x-ray pictures, it is not possible to determine the root cause of this incident. However, the batch history record has not revealed failure during manufacturing process and no other complaint was reported on this batch. In the future, if this incident occurs again, please retain the sample so that a complete investigation can be performed. If a sample become available, the complaint will be reopened for further evaluation. Catheter rupture is a known complication of the access port implantation. This type of incident remains rare (0,01%). No corrective action is currently envisaged.

Event description:
Incident during administration of carboplatin + taxol chemotherapy to a patient: pain and difficulty injecting. The chemo was infused via a peripheral venous line. Opacification showing extravasation just after the box. Intervention necessary in the or to change the implantable chamber on (B)(6) 2024 revealing a split tubing. The last administration on this pac was 12/2019. Consequence: delay in chemotherapy / extravasation of cytotoxic products / and surgical surgery required.